Event description:
The rptr has a 46-yr-old pt who developed shortness of breath and cough several months after her third implantation of breast implants. She first had implants placed 10 yrs prior to the third implantation. She was diagnosed with sarcoidosis, stage 3 by transbroncial lung biopsy in 1988. She has retained the implants. Her chest x-ray is improving.